Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17427031l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. Concomitant products: lasso navigational variable eco catheter, model #: d-1343-01-s, lot #: 17475669l. Smartablate pump, model #: m-4900-109, serial #: (B)(4). Smartablate generator, model #: m-4900-107, serial #:(B)(4). Carto 3 system, model #: m-4800-01, serial #: (B)(4). (B)(4). Site of injury was approximately 4-5 minutes. There is no information regarding the last ablation cycle time at the site of injury. Irrigated catheter flow was set at 2ml/min during mapping and 8ml/min during ablation. Patient received anticoagulant during the procedure with activated clotting times maintained at 300-350 seconds. Smarttouch bi-directional thermocool sf catheter was not in close proximity to another catheter during the procedure. Ablation catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter. There were no error messages on the carto or the smartablate generator. There were no sudden increases in temperature or impedance. No cut-off values were met. The smartablate generator was sent for analysis. The safety test and preventative maintenance were performed. No error was found. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable under the smarttouch bi-directional thermocool sf catheter.

Event description:
It was reported that a (B)(6) year old female patient underwent a pulmonary vein isolation ablation procedure for paroxysmal atrial fibrillation with a smarttouch bi-directional thermocool sf catheter and suffered vascular perforations requiring a pericardiocentesis and surgical intervention. After ablating the left superior pulmonary vein (lspv), and while ablating the right superior pulmonary vein (rspv), the patient became hypotensive. Ablation was stopped. Lspv/rspv perforations were detected via ultrasound. A pericardiocentesis was performed. The patient was sent for surgical intervention and lspv/rspv perforations were confirmed. Immediately after the event, the patient was in critical condition. The patient was reported to be improved and in good condition at the time of follow-up. Factors that may have contributed to the adverse event include that the area of the rspv was difficult to reach. The physician did not provide a causality opinion. It was noted that the physician considered the possibility of the smartablate generator being related to the adverse event, as this was the only piece of equipment that was new to his set-up. It was also noted that there were high force-time integrals (ftis) on the perforated areas of the lspv and rspv (screenshot shows 446 gs), a high density of visitags in the injured areas, and a visitag with high contact force. A transseptal puncture was performed with a st. Jude medical agilis nxt 8.5 french. Generator parameters at the time of injury included: power control mode at 30 watts (not titrated), 25 watts on the left atrial posterior wall, and temperature cut-off at 50 degrees celsius. Overall ablation time at the

Manufacturer narrative:
On october 24, 2017, the patient provided additional information on the adverse event that occurred during her procedure. Pulmonary vein perforations were detected via ultrasound. The patient also suffered thrombi x 9 and a cardiac arrest that required resuscitation x 2 episodes. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Per the additional information received from the patient, added patient consequences of ¿cardiac arrest¿ and ¿thrombosis. Also, after further review, updated the patient consequence from ¿vascular perforation¿ to ¿cardiac tamponade¿. (B)(4).